Manufacturer narrative:
Manufacturer tried to contact the customer to get access to the microscope for evaluation. So far, the manufacturer has been unsuccessful in getting access to the microscope. Manufacturer's records confirm that device training was provided to the surgeon and hospital personnel on 02/19/2018.

Event description:
A health care professional (hcp) reported that the retro-illumination of the opmi lumera 700 microscope stopped working during a surgery. The outcome of the patient is unknown to the manufacturer.